Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their recharger is not holding a charge and not charging up fully. Patient stated the 3rd battery bar is not filling in (stated the first two battery bars are getting green, but not the last). Patient reported the reason they know it's not charging fully is because it will "go down to like the last leg, and said something like can't charge, check your charger" (agent unclear what patient meant by this statement). Patient confirmed there is a green light present on the docking station when plugged into the charging cord to indicate dock is getting power, but reported they left the recharger charging on the dock all night and it's still not charging fully. Patient stated their handset and communicator charge up fully and hold a charge, but their recharger does not despite charging all devices on the same day. Patient stated they get a message that they need to charge their recharger. When asked for event date, patient stated they were going to call 2 weeks ago but they went out of town and stated now they are going to be leaving again. Patient also reported they think their stimulator has been "going off" and stated they don't know if it goes off when it gets 10%, but reported it always seems to "go off". Agent had a very difficult time following caller and due to the nature of the call, was unable to clarify this statement. An email was sent to the repair department for recharger replacement. Patient will call back if issue is not resolved by recharger replacement for further assistance.

Event description:
Additional information was received from the patient. They reported that the issue has been resolved after the replacement of the wireless recharger. Patient stated the cause of the stimulator "going off" was determined but did not provide further details.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.